Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) balloon has inflation issue. Balloon not able to sense console triggers to inflate the balloon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that prior to use the cs300 intra aortic balloon pump (iabp) balloon has inflation issue. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, d10, e1 (event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) stated the reported issue that balloon not able to sense console triggers to inflate the balloon. Fse performed steps to reproduce the reported failure/error, yet the failure did not reproduce continues to function as intended. No thermal print paper, yet printer fully functional. Ran all the tests in accordance to the manufacturer's specifications. All tests are within range. There were no parts replaced, the items consumed on the work orders are¿screw conceals¿ these are simply stickers/covers for screws and are one time usable.